Event description:
(B)(6) clinical study. It was reported that myocardial infarction and in-stent restenosis (isr) occurred. In (B)(6) 2012, the patient presented with cardiac chest pain and a 3.5 x 12 mm ion paclitaxel-eluting platinum chromium coronary stent system was implanted in saphenous vein graft (svg) to right posterolateral branch (rpl). In (B)(6) 2014, the patient presented with complaints of right sided chest aching with radiation to the right arm and jaw and patient was hospitalized on the same day. Patient's electrocardiogram (ECG) revealed inferior infarction with reciprocal st depression in anterior leads and troponin I was found to be elevated. The patient was diagnosed with non st segment elevation myocardial infarction and cardiac catheterization was recommended. At the time of event, the patient was taking aspirin. The study drug was last taken on (B)(6) 2011 and other antiplatelet medication was last taken on (B)(6) 2013. Coronary angiography revealed 99% in-stent restenosis of previously placed 3.5 x 12 mm ion stent in the svg to rpl branch. The lesion was treated with balloon angioplasty and placement of a 3.0 x 28 mm promus drug eluting stent to cover the length of in-stent restenosis and a long segment of more proximal moderate disease in graft. Excellent results were noted. In addition, no intervention was performed to treat the mild in-stent restenoses in svg to diagonal branch. One day post procedure, the event was considered resolved without residual effects and the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product.device evaluated by MFR: the complaint device was not returned for analysis.the batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.(B)(4).